Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code - (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4). Device not returned.

Event description:
It was reported that the sheath was inserted from the left femoral artery for percutaneous coronary intervention (pci) backup at 3pm on (B)(6) 2023. However, when the intra-aortic balloon (iab) was inserted into the sheath, the balloon membrane was loose and it could not be inserted. Another company's iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.